Manufacturer narrative:
Concomitant medical products: 6935m55 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds after initial implant and had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.